Event description:
During implant procedure, failure to retract the helix resulting in stylet rotation and dislodgement were observed on the right atrial (ra) lead. The event was resolved by explanting and replacing the ra lead. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of helix failure to retract was confirmed. Visual inspection found the helix to be partially extended and clogged with blood. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning the helix and cutting the lead, the helix could retract and extend by applying torque directly at the inner coil. The measured full helix extension length was within specification. The cause of helix failure to retract was isolated to the helix being clogged with blood and overtorque of the inner coil.